Event description:
We have become aware of issue with our medical linear accelerator. Due to the design, there is a potential for single point failure of the absolute sensor (potentiometer), which will result in incorrect position of jaw, collimator or gantry. In this incident, the collimator was out of position up to 7 degrees. The error will initially be detected by the system, but may be cleared with the left key reset by the user. In the most typical failure mode (non-linearity of the potentiometer), however, interlocks will be asserted again during subsequent treatments. It is important to note, no serious injury has been reported. According to the complainant (translated from spanish to english), "we can confirm that this mismatch has not affected (compromised) the results of the pt treatment. Does not imply injury (actual word is damage) on pts, and pt safety was not affected (compromised)".

Manufacturer narrative:
Results - investigation is currently on going and the final root cause has not been identified. Status from 2008; excerpts from risk mgmt meeting: severity 3 (critical): according to generally accepted practices, a daily output check would be performed in the morning. In case of an incorrect position of the jaw's a change in the field size and output value would be detected and the site physicist will take action. Also during pt setup, an incorrect field size that could lead to pt injury would be observed on the light field projected on the pt. In addition, the site physicist or the site engineer would be notified by the rtt (therapist). However, since modern clinical practices tend toward a dose escalation, if the movement of the y-jaw would not be detected during treatment of targets close to critical organs by the physician or the user, this issue is likely to end in serious injury. The severity rating was primary based that the error causes incorrect jaw position. An incorrect position of the gantry and the collimator would have been rated as a severity 2, due the detectability of such errors. Probability d (occasional): the probability of this occurrence has been rated as occasional since it is possible to clear the interlock from the control console without having to enter the room and check the setup and because all pts will be potentially affected for the treatment day. However, the severity is based on the failure of the jaw potentiometer, which has a lower failure rate compared to gantry potentiometer. Due to the reported failure mode, we expect multiple interlocks to occur, which should prevent further treatment.